Event description:
It was reported that the unit was sent in for maintenance but was in need of repair due to calibration issue, motor issue and control bar issue. Investigation found the motor speed was high. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was high, the device was out of calibration, and the ends of the control bar were thin. The motor, control bar, sleeve bearings, shaft bearings, and screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.